Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about seven and a half years. The most recent latitude remote follow-up indicated the longevity decreased to 6 years. A save to disk analysis was sent in for engineering analysis and it was confirmed that there was a gradual increase in power consumption. Technical services recommended device replacement because of this anomaly or to have the battery status reevaluated in 90 days. This pacemaker currently remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this pacemaker was explanted and replaced successfully. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about seven and a half years. The most recent latitude remote follow-up indicated the longevity decreased to 6 years. A save to disk analysis was sent in for engineering analysis and it was confirmed that there was a gradual increase in power consumption. Technical services recommended device replacement because of this anomaly or to have the battery status reevaluated in 90 days. This pacemaker currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about seven and a half years. The most recent latitude remote follow-up indicated the longevity decreased to 6 years. A save to disk analysis was sent in for engineering analysis and it was confirmed that there was a gradual increase in power consumption. Technical services recommended device replacement because of this anomaly or to have the battery status reevaluated in 90 days. This pacemaker currently remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this pacemaker was explanted and replaced successfully. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.